Event description:
Procedure type: urological. According to the reporter, the pt underwent an anterior repair and posterior repair, and sling procedure for repair of a pelvic, organ prolapse, rectocele, cystocele, and urinary incontinence. Allegedly, the pt experienced erosion, shrinkage and extrusion of the mesh. This caused urinary retention, including dyspareunia, and numerous surgical procedures to remove the mesh. Additional information has been requested from the doctor, but not yet received.

Manufacturer narrative:
MDR ref #: 9615742-2009-00058 (avaulta posterior biosynthetic support sys). Bard MDR reference#: 1018233-2009-00078. Note: this report is associated with bard report # for avaulta anterior system, bard product. The original procedure was performed at the medical ctr.